Event description:
It was reported by service report that the siderail could potentially become unlatched.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Manufacturer narrative:
This MDR was filed as a duplicated MDR of 0001831750-2013-00194. MDR 0001831750-2013-00194 was previously filed on (B)(4). See MDR 0001831750-2013-00194 for additional details regarding this event.

Event description:
It was reported by service report that the siderail could potentially become unlatched.